Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, when the loopwire was pulled up from the stomach, the blue coating was found to be partially peeled. No resistance was felt when the loopwire was pulled up. The peeled coating did not fall in the body. The procedure was completed with another one step button initial placement gastrostomy kit. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): peeling (coating on pullwire). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).